Event description:
It was reported that a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. It was reported via social media that "during the procedure the closure device punctured the patient's heart causing pericarditis. The patient remained in the hospital for four days, but was discharged and is still recovering."

Event description:
It was reported that a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. It was reported via social media that "during the procedure the closure device punctured the patients heart causing pericarditis. The patient remained in the hospital for four days, but was discharged and is still recovering." It was further reported that the patient experienced a pericardial effusion. The patient received ivs during their hospital stay. On (B)(6) 2019 the patient returned to the hospital and had a transesophageal echocardiogram performed with good results. The patient was put on plavix and 81mg aspirin.